Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. Continued: e1: phone number: (B)(6).

Event description:
Healthcare professional reported that the explantation has already been carried out and capsular fibrosis, capsular contracture baker grade IV, diagnosed by ultrasound. This record is for left side. Device was explanted. Later, patient reported breast pain (especially on the left), noticeable surface ripple and the left implant is very suspicious of an internal rupture.

Event description:
Healthcare professional reported that the explantation has already been carried out and capsular fibrosis, capsular contracture baker grade IV, diagnosed by ultrasound. This record is for left side. Device was explanted. Later, patient reported breast pain (especially on the left), noticeable surface ripple and the left implant is very suspicious of an internal rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: no observed. As per the investigation procedure deformation, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: no observed. Pain: unable to observe as it is not related to the manufacturing process. Wrinkling: observed wrinkling on the device. As per the investigation procedure deformation, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported that the explantation has already been carried out and capsular fibrosis, capsular contracture baker grade IV, diagnosed by ultrasound. This record is for left side. Device was explanted. Later, patient reported breast pain (especially on the left), noticeable surface ripple and the left implant is very suspicious of an internal rupture.